Event description:
A customer reported that the laser was not firing. Communications failure with the laser submodule were displayed indicating that the laser functions would be disabled. It is unknown when the event occurred and whether there was any patient involved. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues related to the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.